Event description:
It was reported to philips that the device won't boot up. There was no patient involvement.

Manufacturer narrative:
His pca was returned "will not boot ". This was not verified in lab testing.. The therapy pca failed all tests including op check. Root cause was not determined. Therefore pca / undetermined would be the coding with this therapy board.